Manufacturer narrative:
Medwatch sent to FDA on 3/3/2016. The events of infection and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device was discarded and will not be returned. Therefore, no analysis or testing will be done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Health professional reported an infection that resulted in the surgical removal of ser siurgical scaffold. Patient was implanted with seri surgical scaffold in the right breast experienced heat and streaks across the right breast. The patient also experienced right side breast pain. The patient had re-intervention surgery and when the physician opened up the right side breast there was a tremendous amount of pus and discharge. When the physician opened up the right side breast pocket the seri was free floating inside the pocket and had no incorporation at all.